Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately distal left circumflex artery (lcx). A 32x2.25mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. During removal of the device from the patient, the promus premier¿ stent was caught in the guide catheter and it was noted that the edge of the stent was lifted. The procedure was completed with a smaller size promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the proximal portion of the crimped stent were distorted, deformed and bunched distally. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the proximal portion of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device got caught in the guiding catheter during removal and the stent got lifted and the dfu states: ¿if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur.¿ (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately distal left circumflex artery (lcx). A 32x2.25mm promus premier stent was advanced to treat the lesion, however the device was unable to cross the lesion. During removal of the device from the patient, the promus premier stent was caught in the guide catheter and it was noted that the edge of the stent was lifted. The procedure was completed with a smaller size promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).